Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the needle mechanism did not deploy. The pod was worn for less than an hour and no adverse patient impact was reported.

Manufacturer narrative:
The device was received fully deployed. The download data shows that the device was deactivated after second prime at 60 pulses. Timeouts were observed in the download data. Inspection of the device found no damages or defects that would cause a needle mechanism failure or the timeouts. The cause of the reported event could not be conclusively determined. The adhesive welds were observed to be misaligned indicating the adhesive pad was incorrectly installed. This deficiency would have no effect on the reported event.